Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the swivel mount and monitor cable were replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the staff monitor was blinking and the swivel mount was broken. This was causing the monitor to not be able to move very well. The fan cables were also broken. No patient was present at the time of the event.